Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and the image issue was confirmed. The cause cannot be determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported the customer was unable to get the unit to produce an image when turned on.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device issue of no image was confirm in evaluation and attributed to the faulty main circuit board (qb circuit board). The cause of the main board failure could not be conclusively determined. However since six years have passed since the product was manufactured, it is likely caused by normal aging. Other incidental observations for the device during evaluation are damage to back cover and front bezel, discoloration on back vents, missing sdi 1 screw, dark line left screen, screen is dim, sdi 1 and 2 inputs were dirty.